Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) was used less than 12 months and became poor in visualization and low in light transmission. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, we were unable to find when the device sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet wayne. Updated: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope s/n (B)(4) was used less than 12 months and became poor in visualization and low in light transmission. A replacement device was used to complete the procedure. The hospital did not report any patient effects.